Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator. The electrical continuity test was performed and passed. The complaint regarding damage at the tip was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was damaged at the tip. The procedure was completed with no reported injury.